Manufacturer narrative:
The reported events of inadequate capture and failure to sense were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual and x-ray examinations was normal with no anomalies found.

Event description:
It was reported that the patient presented for a dual chamber pacemaker implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited a loss of sensing and a high capture threshold. The ra lead was not used. The physician elected to use another ra lead to complete the procedure on (B)(6) 2025. The patient was stable.